Event description:
It was reported that this left ventricular lead was an attempted implant due to placement difficulty. The physician tried to place and inserted, however, the lead was unable to advance. It was suspected that this lead was bent, when the lead was opened to use. A new lead was successfully placed. No adverse patient effects were reported.